Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis, optic damage was observed. Solution was observed on the returned product. The root cause could not be determined for the reported explanted lens. Lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).